Manufacturer narrative:
H3: product analysis #(B)(4) :equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5 as found condition: the axium prime coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an introducer sheath. The echelon-10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The axium prime pusher was found bent at 121.5cm. The axium prime implant coil was found stretched and damaged within the introducer sheath with the polypropylene filament broken. Testing/analysis: the axium prime coil could not be advanced out of the introducer sheath as it was found to be stuck. The axium prime coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain sufficient continuous flush, damaged micro catheter, or tortuous anatomy. Customer reported no damage to the micro catheter, devices were prepared per IFU, and the micro catheter successfully deployed a different coil with the same specifications. Therefore, the likely cause could not be determined. The customer report of ¿coil kink/damage¿ was confirmed. In addition to the coil stretch/damage, the pusher was found bent. Customer did not report any damages found with the implant coil during preparation per IFU and stated that the device exited the sheath smoothly; therefore, it is possible the damages occurred during the attempt to push the coil into the micro catheter against the reported resistance. As the echelon-10 micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be assessed. The echelon-10 micro catheter is compatible for use with the axium prime. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that right intracranial c7 aneurysm. During the surgery, the surgeon reported that it could not be pushed smoothly and in the microcatheter, it was difficult to push. After several attempts, the operation was abandoned. After the spring coil was withdrawn from the microcatheter, it was found that the coil body was damaged, so the coil was replaced with the same model, pushed smoothly, and continued to complete the surgery. The coil was stuck in the distal portion of the catheter. There was no damage observed to the catheter. The implant coil was damaged. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information received reported the coil came out of the introducer sheath smoothly. The catheter used was an echelon 10 mi crocatheter. It was thought that the coil was damaged due to the resistance that occurred during delivery.

Event description:
Additional information received reported the patient was undergoing a coil embolization procedure to treat a right c7 vessel segment lateral wall 7mm x 9mm aneurysm. Vessel tortuosity was severe (type 4).

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.